Event description:
Pt admitted to hospital for removal of breast implants secondary to left breast implant leakage and pt request to have autogenous reconstruction (tram flaps). Implants removed were placed in 1991, left breast implant has small pinpoint defect and right breast implant was intact according to pathology report. Pt authorized hospital to dispose of breast implants.